Event description:
It was reported that during a general surgical procedure the device had a torn disc. A second device was used to complete the procedure without consequence to the pt.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.